Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set experienced the tubing detached from the drip chamber. The following information was provided by the initial reporter: the tubing detached- where the drip chamber attaches to the tubing. Perhaps the glue process was faulty. We administer chemotherapy in our areas- therefore this is a concern.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber detachment could not be verified due to the product not being returned for failure investigation. Device history record review for model 11448964 lot number 22029080 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris secondary set experienced the tubing detached from the drip chamber. The following information was provided by the initial reporter: the tubing detached- where the drip chamber attaches to the tubing. Perhaps the glue process was faulty. We administer chemotherapy in our areas- therefore this is a concern.